Event description:
It was reported during in clinic follow up that the atrial and right ventricular leads exhibited oversensing due to noise. Upon revision, physician visibly noted potential fracture on both leads. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.